Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, failure to cross the target lesion using a stent delivery system (sds) occurred. The 72% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery. The target lesion was treated with pre-dilation then using a 2.5x24mm promus element stent, the physician failed to cross target lesion using the sds. The procedure was completed with another of the same device, no patient complications were reported and the patient's post procedure condition is stable. Investigation of the returned device revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: an examination identified stent damage. The stent was slightly pinched in two areas. The balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).